Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger was fine. It was observed that the sound control level was stuck. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the trigger of the small battery drive device was stuck. During service and evaluation, it was observed that the motor was noisy and making a strange noise on the device. It was noted that the sound control level was stuck on the device. It was also noted that the device failed pre-repair diagnostic tests for the off/osc/on switch mode function, compatibility between colibri/sbd and colibri ii/sbd ii, and power at the motor with test bench. It was not reported if the device was used in a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.